Event description:
Additional information received reported that the ped2-500-20/b719678 was newly opened and successfully deployed without issues. The cause of the event was noted as a damaged tip.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 pipeline stent failed to open in the distal region.  In a strong blood vessel tortuosity case there was a slightly strong resistance when the phenom 27 was inserted, but (in hindsight) it was thought that this was due to the course of the blood vessels, so it was guided distally. After that the tip was deployed using m1, but the tip of the ped did not deploy, and even on fluoroscopy it appeared twisted. After that they tried to resheath it twice and deploy it, but it did not open at all, so it was collected. The pipeline was not positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed 2 or less times. No otherer operation was performed to depoly the stent. The pipeline was resheathed and retrieved with the microcatheter. The devices were prepared as indicated in the package instert. There were no abnormalities with the pipeline pushwire. It was confirmed that there was a twisted-like entanglement in the pipeline tip. No abnormalities were felt regarding the phenom27. When checked after use, it was said that about 15 cm from the tip was flat on the phenom27. The patient was being treated for an unruptured, saccular aneurysm in the left internal carotid artery (ica), pc region, communicating (c7). The max aneurysm diameter was 7mm and the neck diameter was 4mm. The distal landing zone was 4.3mm and the proximal landing zone was 5mm. Vessel tortuosity was strong. No patient symptoms or complications were reported.-from pe-707274990-2024-dec-02 mpxr 1248926 (rep, hcp, for): medtronic received a report that a pipeline was twisted-like entanglement in the tip of the phenom catheter. About 15 cm from the tip of the catheter was flat. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a bouthillier's communicating (c7) aneurysm. The patient¿s vessel tortuosity was strong. The access vessel was the ic (diameter 4.3 mm). The catheter was flushed as indicated in the IFU. There were no external abnormalities noted with the product. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.